Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 300cc breast implant was found to be ruptured, it was received in three pieces. Additionally, the gel of the implant was observed yellowish. A microscopic examination was performed, and the cause of the tear could not be identified. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient also experience bilateral ptosis, and as a result patient had bilateral mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary procedure with a mentor memorygel breast implant 300cc silicone breast prosthesis developed bilateral ruptures post procedure. The patient wanted an exchange to go larger and upon the explant it was discovered both implants to degraded (yellow) and ruptured. The patient underwent bilateral replacements as follow: left- cat #: 3505004bc, sn #: (B)(4), right- cat #: 3505004bc, sn #: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.